Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Customer reported that the tracheostomy tube package was labeled in green 4cn65h, but actually contained 4un65h tubes. There was also a labeling problem with the sticker as the reference number did not match the product number in green. Not all devices were affected. There was no patient involvement.

Manufacturer narrative:
Correction: report 2936999-2017-00001 was not required to be submitted. Upon further evaluation, this is not a reportable event. There was no report of serious injury or death associated with this event. It is noted that the product is expected to be returned for evaluation. Should additional information be obtained, it will be provided and updated in a supplemental report. Covidien reference: (B)(4).